Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 468 mg/dl at the time of the incident. The customer was at 338 mg/dl at the time of admission. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller mentioned a bent infusion set cannula. The caller believes the insulin pump was under delivering. Troubleshooting was not completed as the customer was to call back to complete troubleshooting. The insulin pump will not be returned for analysis.